Manufacturer narrative:
The reported event was confirmed during device evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event occurred because a kinked cable caused disconnection, which resulted in a loss of image. It is likely that the cable became kinked due to stress that exceeded expectations such as excessive twisting, bending, or damage. The instruction manual operation manual describes the following warning: ¿chapter 3 "preparation and inspection" 3.8" inspection of the endoscopic system¿ confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the adhesive on the bending section cover had a chip; due to damage to the forceps lever, the bending section could not be fixed firmly; and the universal cord had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a therapeutic laparoscopic inguinal hernia repair procedure, the endoeye flex deflectable videoscope displayed a compromised image. The intended procedure was completed using a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was no image due to a defective charge-coupled device. This report is to capture the reportable malfunction of the no-image noted at estimation.